Event description:
It was reported that during a gastrectomy procedure, the scrub nurse had assembled the device. However, this scrub nurse had assembled the device. However, this scrub nurse was not trained on assembling the device. Therefore, when she incorrectly connected the device to the generator, it displayed an error code. So instead of following the error code steps on top of the generator for re-assembling the device, she opened a new device. The second device was being used by the surgeon when the blade tip broke off. The break happened inside the patient. But they were able to retrieve it. The broken tip is being sent back with the device. The procedure was completed by opening a third device which worked fine. The procedure was completed by opening a third device which worked fine. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.